Event description:
It was reported by the customer that the device failed to operate on battery power. There was no report of pt use associated with the reported failure.

Manufacturer narrative:
Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA.